Manufacturer narrative:
This ipg serial number was included in a field advisory. Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
Device #1 of 2: reference MFR report: 1627487-2014-26956. The pt is implanted with a scs system which includes two leads from the same lot. It was reported the pt is not receiving effective stimulation. In addition, the pt needs an MRI and wants the scs system removed. Surgical intervention is pending to address these issues.